Event description:
We have noticed what we believe to be a high rate of g-tube dislodgements in which the balloon on the minione low profile balloon button device is deflated. Of 41 dislodgements at our hospital for children and adults with developmental disabilities and medical complexity between (B)(6) 2016 and (B)(6) 2017, 14 (34 percent) were found to have a deflated balloon. In 13 of the dislodgements (32 percent), the balloons were determined to have been intact. For the remaining 14 dislodgements (34 percent), our records do not indicate the status of the balloon. We have met with a representative of the vendor to discuss our concerns. Internally, we are reviewing our own processes to ensure that we are using the device appropriately (e.g. Inflating the balloon with sterile water rather than normal saline). We are also improving our documentatin of the circumstances surrounding the dislodgements, including the status of the balloon, and the lot numbers of the devices. Our intent is to bring this to the FDA's attention in case other users express similar concerns.